Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") and pregnancy with contraceptive device ("e-negative pregnant (pregnancy with contraceptive device)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), pain ("pain") and dysmenorrhoea ("painful periods"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, pregnancy with contraceptive device, alopecia, weight increased, fatigue, pain and dysmenorrhoea outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, dysmenorrhoea, fatigue, hypersensitivity, pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results: e-negative pregnant. Concerning the injuries reported in this case, the following one/ones were reported via social media : e-negative pregnant (pregnancy with contraceptive device), device ineffective and painful periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coils are embedded within dense fibrous tissue for about 2cm in the proximal portion or both tubes'), device expulsion ('the endocervical canal notably had a foreign body which precluded the entrance into the endometrial cavity'), hypersensitivity ('allergic reactions'), pregnancy with contraceptive device ('e-negative pregnant (pregnancy with contraceptive device)'), genital haemorrhage ('bleeding'), urinary fistula ('bladder or urinary problems or changes constant leaks and discharge'), glaucoma ('vision/eye problems type:I see black shadows the doctor seemed concerned at this appointment belives I have glaucoma') and haematochezia ('diarrhea with large amounts of bright red blood/ concentrated blood clot with fecal') in a 42-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cystectomy. Previously administered products included for an unreported indication: mirena from 2005 to 2009. Concurrent conditions included overweight, enlargement of lymph nodes, breast lump, menses irregular, breast mass, swollen lymph nodes, lymph nodes cervical swollen, breast pain, menses irregular with excessive bleeding, perimenopause, stress, urinary frequency, head pressure, menstruation abnormal, arthritis of neck, knee pain, abdominal pain, uterovaginal prolapse, pelvic discomfort, right lower quadrant pain, arthralgia, vulvovaginal atrophy, left lower quadrant pain, anemia of chronic inflammation, paratubal cyst, endocervicitis, nabothian cyst, sciatica, urinary urgency and ovarian cyst ruptured. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), dexamfetamine hydrochloride (dextroamphetamine hydrochloride), hydrocodone and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue/extremely tired") and tiredness ("tired / fatigue/ exhaustion"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain\weight gain / loss specify which one: weight gain") and experienced vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder or urinary problems or changes constant leaks and discharge"), urinary fistula (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced dysmenorrhoea ("painful periods\dysmenorrhea (cramping)/ extrem pain prior to having my period"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"), alopecia ("hair loss"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: de12ression adhd"), loss of libido ("hormonal changes describe: no libido at all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, constant leaks and abnormal secritions after essure"), depression ("psychological or psychiatric problems condition: depression adhd"), tooth infection ("dental problems chronic tooth infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding"), neck pain ("neck pain") and proctalgia ("anal pain"). On (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type:blurred vision"), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), back pain ("back pain"), uterine enlargement ("uterus was enlarged"), glaucoma (seriousness criterion medically significant), tendonitis ("achiles tendinitis"), anorgasmia ("unable to climax"), levator syndrome ("proctalgia fugax"), chronic sinusitis ("chronic sinus infection"), uterine prolapse ("prolapsed uterus"), goitre ("enlarged thyroid\swollen thyroid"), oropharyngeal pain ("throat pain"), pain ("acute pain"), malaise ("sick"), abdominal distension ("blotted saggy stomach hangs out"), arthritis ("arthritis"), intervertebral disc degeneration ("degenerative disc disease"), inflammation ("inflammation"), diarrhoea ("diarrhea with large amount of bright red blood"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("bowel issues"), ovarian cyst ("ovarian cysts"), menopause ("menopause"), nasopharyngitis ("comman cold"), gastric dilatation ("stomach distention"), haematochezia (seriousness criterion medically significant) and polymenorrhoea ("period evey 2 weeks") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with antibiotics, ibuprofen, sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, hypersensitivity, pregnancy with contraceptive device, alopecia, weight increased, dysmenorrhoea, vaginal discharge, allergy to metals, attention deficit/hyperactivity disorder, urinary incontinence, urinary fistula, dyspareunia, back pain, urinary tract infection, uterine enlargement, glaucoma, depression, migraine, headache, vision blurred, tooth infection, vaginal haemorrhage, menorrhagia, neck pain, proctalgia, chronic sinusitis, uterine prolapse, goitre, oropharyngeal pain, pain, malaise, abdominal distension, arthritis, intervertebral disc degeneration, inflammation, diarrhoea, pelvic discomfort, gastrointestinal disorder, ovarian cyst, menopause, nasopharyngitis, gastric dilatation, haematochezia and polymenorrhoea outcome was unknown, the pelvic pain, genital haemorrhage, loss of libido, tendonitis, anorgasmia and levator syndrome had resolved and the fatigue and tiredness was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, allergy to metals, alopecia, anorgasmia, arthritis, attention deficit/hyperactivity disorder, back pain, chronic sinusitis, depression, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastric dilatation, gastrointestinal disorder, genital haemorrhage, glaucoma, goitre, haematochezia, headache, hypersensitivity, inflammation, intervertebral disc degeneration, levator syndrome, loss of libido, malaise, menopause, menorrhagia, migraine, nasopharyngitis, neck pain, oropharyngeal pain, ovarian cyst, pain, pelvic discomfort, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, proctalgia, tendonitis, tooth infection, urinary fistula, urinary incontinence, urinary tract infection, uterine enlargement, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and tiredness to be related to essure. The reporter commented: current weight 165 lbs. Successfully deployed, with 3 rings in the cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.she got confirmation that my fallopian tubes were blocked and I was protected from pregnancy.. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix and bilateral fallopian tubes {laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy): - fallopian tubes with: - status post essure coil placement in right and left fallopian tubes - coil site shows luminal fibrosis and mild chronic inflammation - right tube shows polarizable material in fibrotic tissue at site of essure coil placement - paratubal cyst in right tube - uterus showing secretory endometrium with breakdown - cervix with acute and chronic endocervicitis and nabothian cysts - negative for hyperplasia, atypia and malignancy. Ultrasound abdomen - on (B)(6) 2012: impression; iup at 28 weeks 0 days gestation.. Ultrasound scan - on (B)(6) 2013: status post essure placement. No spillage from this hsg ultrasound examination. Chief complaint: essure 3or 4 months ago.. E-negative pregnant. Concerning the injuries reported in this case, the following one/ones were reported via social media : e-negative pregnant (pregnancy with contraceptive device), device ineffective and painful periods. Concerning the injuries reported in this case, the following one was reported via medical records:device expulsion,embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: treatment drugs were added, lab data was added, date of insertion and removal date was added, new events-no libido at all, genital bleeding, constant leaks and discharge, vaginal bleeding, menorrhagia, uti, constant leaks and abnormal secretions after essure, depression ,adhd, migraines ,headaches, chronic tooth infection, nickel allergy, dysmenorrhea (cramping), dyspareunia, vaginal discharge, pelvic pain, blurred vision, glaucoma , fatigue ,weight gain , hair loss, genital bleeding, thyroid problems/thyroid nodules enlarged/swollen thyroid, achiles tendinitis, unable to climax, proctalgia fugax, neck pain, anal pain, chronic sinus infection, uterus was enlarged, prolapsed uterus, back pain, throat pain, acute pain, plaintiff fact sheet was received, reporter was added, historical drug & sick, blotted saggy stomach hangs out, arthritis, degenerative disc disease, inflammation, diarrhea with large amount of bright red blood, concentrated blood clot with fecal matter, discomfort, bowel issues, ovarian cysts, menopause were added. On (B)(6) 2019: mr received: reporter was added.new events from mr added -the endocervical canal notably had a foreign body which precluded the entrance into the endometrial cavity,the coils are embedded within dense fibrous tissue for about 2cm in the proximal portion or both tubes. Medical history, historical drugs, concomitant conditions, concomitant drugs, lab data were added. Fallow up 3 and 4 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coils are embedded within dense fibrous tissue for about 2cm in the proximal portion or both tubes'), device expulsion ('the endocervical canal notably had a foreign body which precluded the entrance into the endometrial cavity'), hypersensitivity ('allergic reactions'), pregnancy with contraceptive device ('e-negative pregnant (pregnancy with contraceptive device)'), genital haemorrhage ('bleeding'), glaucoma ('vision/eye problems type:I see black shadows the doctor seemed concerned at this appointment believes I have glaucoma'), diarrhoea haemorrhagic ('diarrhea with large amount of bright red blood'), haematochezia ('diarrhea with large amounts of bright red blood/ concentrated blood clot with fecal') and urinary fistula ('bladder or urinary problems or changes constant leaks and discharge') in a 42-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cystectomy. Previously administered products included for an unreported indication: mirena from 2005 to 2009. Concurrent conditions included overweight, enlargement of lymph nodes, breast lump, menses irregular, breast mass, swollen lymph nodes, lymph nodes cervical swollen, breast pain, menses irregular with excessive bleeding, perimenopause, stress, urinary frequency, head pressure, menstruation abnormal, arthritis of neck, knee pain, abdominal pain, uterovaginal prolapse, pelvic discomfort, right lower quadrant pain, arthralgia, vulvovaginal atrophy, left lower quadrant pain, anemia of chronic inflammation, paratubal cyst, endocervicitis, nabothian cyst, sciatica, urinary urgency and ovarian cyst ruptured. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), dexamfetamine hydrochloride (dextroamphetamine hydrochloride), hydrocodone bitartrate;paracetamol (norco) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue/extremely tired") and tiredness ("tired / fatigue/ exhaustion"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain\weight gain / loss specify which one: weight gain") and experienced vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder or urinary problems or changes constant leaks and discharge"), urinary fistula (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced dysmenorrhoea ("painful periods\dysmenorrhea (cramping)/ extreme pain prior to having my period"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"), alopecia ("hair loss"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: depression adhd"), loss of libido ("hormonal changes describe: no libido at all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, constant leaks and abnormal secretions after essure"), depression ("psychological or psychiatric problems condition: depression adhd"), tooth infection ("dental problems chronic tooth infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding"), neck pain ("neck pain") and proctalgia ("anal pain"). On (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type:blurred vision"), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), glaucoma (seriousness criterion medically significant), diarrhoea haemorrhagic (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), allergy to metals ("nickel allergy"), back pain ("back pain"), uterine enlargement ("uterus was enlarged"), tendonitis ("achilles tendinitis"), anorgasmia ("unable to climax"), levator syndrome ("proctalgia fugax"), chronic sinusitis ("chronic sinus infection"), uterine prolapse ("prolapsed uterus"), goitre ("enlarged thyroid\swollen thyroid"), oropharyngeal pain ("throat pain"), pain ("acute pain"), malaise ("sick"), abdominal distension ("blotted saggy stomach hangs out"), arthritis ("arthritis"), intervertebral disc degeneration ("degenerative disc disease"), inflammation ("inflammation"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("bowel issues"), ovarian cyst ("ovarian cysts"), menopause ("menopause"), nasopharyngitis ("common cold"), gastric dilatation ("stomach distention") and polymenorrhoea ("period every 2 weeks") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with antibiotics, ibuprofen, sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, hypersensitivity, pregnancy with contraceptive device, glaucoma, diarrhoea haemorrhagic, haematochezia, alopecia, weight increased, dysmenorrhoea, vaginal discharge, allergy to metals, attention deficit/hyperactivity disorder, urinary incontinence, urinary fistula, dyspareunia, back pain, urinary tract infection, uterine enlargement, depression, migraine, headache, vision blurred, tooth infection, vaginal haemorrhage, menorrhagia, neck pain, proctalgia, chronic sinusitis, uterine prolapse, goitre, oropharyngeal pain, pain, malaise, abdominal distension, arthritis, intervertebral disc degeneration, inflammation, pelvic discomfort, gastrointestinal disorder, ovarian cyst, menopause, nasopharyngitis, gastric dilatation and polymenorrhoea outcome was unknown, the genital haemorrhage, pelvic pain, loss of libido, tendonitis, anorgasmia and levator syndrome had resolved and the fatigue and tiredness was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, allergy to metals, alopecia, anorgasmia, arthritis, attention deficit/hyperactivity disorder, back pain, chronic sinusitis, depression, device expulsion, diarrhoea haemorrhagic, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastric dilatation, gastrointestinal disorder, genital haemorrhage, glaucoma, goitre, haematochezia, headache, hypersensitivity, inflammation, intervertebral disc degeneration, levator syndrome, loss of libido, malaise, menopause, menorrhagia, migraine, nasopharyngitis, neck pain, oropharyngeal pain, ovarian cyst, pain, pelvic discomfort, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, proctalgia, tendonitis, tooth infection, urinary fistula, urinary incontinence, urinary tract infection, uterine enlargement, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and tiredness to be related to essure. The reporter commented: current weight: 165 lbs. Successfully deployed, with 3 rings in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. She got confirmation that my fallopian tubes were blocked and I was protected from pregnancy.. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix and bilateral fallopian tubes {laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy): fallopian tubes with: status post essure coil placement in right and left fallopian tubes; coil site shows luminal fibrosis and mild chronic inflammation; right tube shows polarizable material in fibrotic tissue at site of essure coil placement; paratubal cyst in right tube; uterus showing secretory endometrium with breakdown; cervix with acute and chronic endocervicitis and nabothian cysts; negative for hyperplasia, atypia and malignancy. Ultrasound abdomen - on (B)(6) 2012: impression; iup at 28 weeks 0 days gestation. Ultrasound scan - on (B)(6) 2013: status post essure placement. No spillage from this hsg ultrasound examination. Chief complaint: essure 3 or 4 months ago. E-negative pregnant. Concerning the injuries reported in this case, the following one/ones were reported via social media: e-negative pregnant (pregnancy with contraceptive device), device ineffective and painful periods. Concerning the injuries reported in this case, the following one was reported via medical records:device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of product technical compliant incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") and pregnancy with contraceptive device ("e-negative pregnant (pregnancy with contraceptive device)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue"), pain ("pain") and dysmenorrhoea ("painful periods"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, pregnancy with contraceptive device, alopecia, weight increased, fatigue, pain and dysmenorrhoea outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, dysmenorrhoea, fatigue, hypersensitivity, pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results: e-negative pregnant. Concerning the injuries reported in this case, the following one/ones were reported via social media : e-negative pregnant (pregnancy with contraceptive device), device ineffective and painful periods. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:- the reporter and patient information updated. New events added - e-negative pregnant (pregnancy with contraceptive device), device ineffective and painful periods. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coils are embedded within dense fibrous tissue for about 2cm in the proximal portion or both tubes'), device expulsion ('the endocervical canal notably had a foreign body which precluded the entrance into the endometrial cavity') and hypersensitivity ('allergic reactions') in a 42-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cystectomy. Previously administered products included for an unreported indication: mirena from 2005 to 2009. Concurrent conditions included overweight, enlargement of lymph nodes, breast lump, menses irregular, breast mass, swollen lymph nodes, lymph nodes cervical swollen, breast pain, menses irregular with excessive bleeding, perimenopause, stress, urinary frequency, head pressure, menstruation abnormal, arthritis of neck, knee pain, abdominal pain, uterovaginal prolapse, pelvic discomfort, right lower quadrant pain, arthralgia, vulvovaginal atrophy, left lower quadrant pain, anemia of chronic inflammation, paratubal cyst, endocervicitis, nabothian cyst, sciatica, urinary urgency and ovarian cyst ruptured. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), dexamfetamine hydrochloride (dextroamphetamine hydrochloride), hydrocodone bitartrate;paracetamol (norco) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue/extremely tired") and tiredness ("tired / fatigue/ exhaustion"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain\weight gain / loss specify which one: weight gain") and experienced vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder or urinary problems or changes constant leaks and discharge"), urinary fistula ("bladder or urinary problems or changes constant leaks and discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced dysmenorrhoea ("painful periods\dysmenorrhea (cramping)/ extrem pain prior to having my period"). In (B)(6) 2014, the patient experienced pelvic pain ("pain/ internal pain in pelvic region"), alopecia ("hair loss"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: depression adhd"), loss of libido ("hormonal changes describe: no libido at all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, constant leaks and abnormal secretions after essure"), depression ("psychological or psychiatric problems condition: depression adhd"), tooth infection ("dental problems chronic tooth infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding"), neck pain ("neck pain") and proctalgia ("anal pain"). On (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type:blurred vision"), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), glaucoma ("vision/eye problems type:I see black shadows the doctor seemed concerned at this appointment believes I have glaucoma"), diarrhoea haemorrhagic ("diarrhea with large amount of bright red blood"), haematochezia ("diarrhea with large amounts of bright red blood/ concentrated blood clot with fecal"), allergy to metals ("nickel allergy"), back pain ("back pain"), uterine enlargement ("uterus was enlarged"), tendonitis ("achilles tendinitis"), anorgasmia ("unable to climax"), levator syndrome ("proctalgia fugax"), chronic sinusitis ("chronic sinus infection"), uterine prolapse ("prolapsed uterus"), goitre ("enlarged thyroid\swollen thyroid"), oropharyngeal pain ("throat pain"), pain ("acute pain"), malaise ("sick"), abdominal distension ("blotted saggy stomach hangs out"), arthritis ("arthritis"), intervertebral disc degeneration ("degenerative disc disease"), inflammation ("inflammation"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("bowel issues"), ovarian cyst ("ovarian cysts"), menopause ("menopause"), nasopharyngitis ("common cold"), gastric dilatation ("stomach distention"), polymenorrhoea ("period every 2 weeks"), general physical health deterioration ("my health has been deteriorating") and immunodeficiency ("inability to fight a common cold") and was found to have a pregnancy with contraceptive device ("e-negative pregnant (pregnancy with contraceptive device)"). The patient was treated with antibiotics, ibuprofen, sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, hypersensitivity, pregnancy with contraceptive device, glaucoma, diarrhoea haemorrhagic, haematochezia, alopecia, weight increased, dysmenorrhoea, vaginal discharge, allergy to metals, attention deficit/hyperactivity disorder, urinary incontinence, urinary fistula, dyspareunia, back pain, urinary tract infection, uterine enlargement, depression, migraine, headache, vision blurred, tooth infection, vaginal haemorrhage, menorrhagia, neck pain, proctalgia, chronic sinusitis, uterine prolapse, goitre, oropharyngeal pain, pain, malaise, abdominal distension, arthritis, intervertebral disc degeneration, inflammation, pelvic discomfort, gastrointestinal disorder, ovarian cyst, menopause, nasopharyngitis, gastric dilatation, polymenorrhoea, general physical health deterioration and immunodeficiency outcome was unknown, the genital haemorrhage, pelvic pain, loss of libido, tendonitis, anorgasmia and levator syndrome had resolved and the fatigue and tiredness was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, allergy to metals, alopecia, anorgasmia, arthritis, attention deficit/hyperactivity disorder, back pain, chronic sinusitis, depression, device expulsion, diarrhoea haemorrhagic, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastric dilatation, gastrointestinal disorder, general physical health deterioration, genital haemorrhage, glaucoma, goitre, haematochezia, headache, hypersensitivity, immunodeficiency, inflammation, intervertebral disc degeneration, levator syndrome, loss of libido, malaise, menopause, menorrhagia, migraine, nasopharyngitis, neck pain, oropharyngeal pain, ovarian cyst, pain, pelvic discomfort, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, proctalgia, tendonitis, tooth infection, urinary fistula, urinary incontinence, urinary tract infection, uterine enlargement, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and tiredness to be related to essure. The reporter commented: current weight 165 lbs. Successfully deployed, with 3 rings in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. She got confirmation that my fallopian tubes were blocked and I was protected from pregnancy.. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix and bilateral fallopian tubes {laparoscopic assisted vaginal. Hysterectomy and bilateral salpingo-oophorectomy): fallopian tubes with: status post essure coil placement in right and left fallopian tubes. Coil site shows luminal fibrosis and mild chronic inflammation. Right tube shows polarizable material in fibrotic tissue at site of essure coil placement. Paratubal cyst in right tube. Uterus showing secretory endometrium with breakdown. Cervix with acute and chronic endocervicitis and nabothian cysts. Negative for hyperplasia, atypia and malignancy. Ultrasound abdomen - on (B)(6) 2012: impression; iup at 28 weeks 0 days gestation.. Ultrasound scan - on (B)(6) 2013: status post essure placement. No spillage from this hsg ultrasound examination. Chief complaint: essure 3or 4 months ago. E-negative pregnant. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received- new events my health has been deteriorating, inability to fight a common cold were added. Reporters information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coils are embedded within dense fibrous tissue for about 2cm in the proximal portion or both tubes') and device expulsion ('the endocervical canal notably had a foreign body which precluded the entrance into the endometrial cavity') in a 42-year-old female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cystectomy. Previously administered products included for an unreported indication: mirena from 2005 to 2009. Concurrent conditions included overweight, enlargement of lymph nodes, breast lump, menses irregular, breast mass, swollen lymph nodes, lymph nodes cervical swollen, breast pain, menses irregular with excessive bleeding, perimenopause, stress, urinary frequency, head pressure, menstruation abnormal, arthritis of neck, knee pain, abdominal pain, uterovaginal prolapse, pelvic discomfort, right lower quadrant pain, arthralgia, vulvovaginal atrophy, left lower quadrant pain, anemia of chronic inflammation, paratubal cyst, endocervicitis, nabothian cyst, sciatica, urinary urgency and ovarian cyst ruptured. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), dexamfetamine hydrochloride (dextroamphetamine hydrochloride), hydrocodone bitartrate;paracetamol (norco) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue/extremely tired") and tiredness ("tired / fatigue/ exhaustion"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain\weight gain / loss specify which one: weight gain") and experienced vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder or urinary problems or changes constant leaks and discharge"), urinary fistula ("bladder or urinary problems or changes constant leaks and discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced dysmenorrhoea ("painful periods\dysmenorrhea (cramping)/ extrem pain prior to having my period"). In (B)(6) 2014, the patient experienced pelvic pain ("pain/ internal pain in pelvic region"), alopecia ("hair loss"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: depression adhd"), loss of libido ("hormonal changes describe: no libido at all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, constant leaks and abnormal secritions after essure"), depression ("psychological or psychiatric problems condition: depression adhd"), tooth infection ("dental problems chronic tooth infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding"), neck pain ("neck pain") and proctalgia ("anal pain"). On (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type:blurred vision"), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), genital haemorrhage ("bleeding"), glaucoma ("vision/eye problems type:I see black shadows the doctor seemed concerned at this appointment belives I have glaucoma"), diarrhoea haemorrhagic ("diarrhea with large amount of bright red blood"), haematochezia ("diarrhea with large amounts of bright red blood/ concentrated blood clot with fecal"), allergy to metals ("nickel allergy"), back pain ("back pain"), uterine enlargement ("uterus was enlarged"), tendonitis ("achiles tendinitis"), anorgasmia ("unable to climax"), levator syndrome ("proctalgia fugax"), chronic sinusitis ("chronic sinus infection"), uterine prolapse ("prolapsed uterus"), goitre ("enlarged thyroid\swollen thyroid"), oropharyngeal pain ("throat pain"), pain ("acute pain"), malaise ("sick"), abdominal distension ("blotted saggy stomach hangs out"), arthritis ("arthritis"), intervertebral disc degeneration ("degenerative disc disease"), inflammation ("inflammation"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("bowel issues"), ovarian cyst ("ovarian cysts"), menopause ("menopause"), nasopharyngitis ("comman cold"), gastric dilatation ("stomach distention"), polymenorrhoea ("period evey 2 weeks"), general physical health deterioration ("my health has been deteriorating") and immunodeficiency ("inability to fight a common cold") and was found to have a pregnancy with contraceptive device ("e-negative pregnant (pregnancy with contraceptive device)"). The patient was treated with antibiotics, ibuprofen, sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, hypersensitivity, pregnancy with contraceptive device, glaucoma, diarrhoea haemorrhagic, haematochezia, alopecia, weight increased, dysmenorrhoea, vaginal discharge, allergy to metals, attention deficit/hyperactivity disorder, urinary incontinence, urinary fistula, dyspareunia, back pain, urinary tract infection, uterine enlargement, depression, migraine, headache, vision blurred, tooth infection, vaginal haemorrhage, menorrhagia, neck pain, proctalgia, chronic sinusitis, uterine prolapse, goitre, oropharyngeal pain, pain, malaise, abdominal distension, arthritis, intervertebral disc degeneration, inflammation, pelvic discomfort, gastrointestinal disorder, ovarian cyst, menopause, nasopharyngitis, gastric dilatation, polymenorrhoea, general physical health deterioration and immunodeficiency outcome was unknown, the genital haemorrhage, pelvic pain, loss of libido, tendonitis, anorgasmia and levator syndrome had resolved and the fatigue and tiredness was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, allergy to metals, alopecia, anorgasmia, arthritis, attention deficit/hyperactivity disorder, back pain, chronic sinusitis, depression, device expulsion, diarrhoea haemorrhagic, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastric dilatation, gastrointestinal disorder, general physical health deterioration, genital haemorrhage, glaucoma, goitre, haematochezia, headache, hypersensitivity, immunodeficiency, inflammation, intervertebral disc degeneration, levator syndrome, loss of libido, malaise, menopause, menorrhagia, migraine, nasopharyngitis, neck pain, oropharyngeal pain, ovarian cyst, pain, pelvic discomfort, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, proctalgia, tendonitis, tooth infection, urinary fistula, urinary incontinence, urinary tract infection, uterine enlargement, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and tiredness to be related to essure. The reporter commented: current weight 165 lbs. Successfully deployed, with 3 rings in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.she got confirmation that my fallopian tubes were blocked and I was protected from pregnancy.. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix and bilateral fallopian tubes {laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy): - fallopian tubes with: - status post essure coil placement in right and left fallopian tubes - coil site shows luminal fibrosis and mild chronic inflammation - right tube shows polarizable material in fibrotic tissue at site of essure coil placement - paratubal cyst in right tube - uterus showing secretory endometrium with breakdown - cervix with acute and chronic endocervicitis and nabothian cysts - negative for hyperplasia, atypia and malignancy. Ultrasound abdomen - on (B)(6) 2012: impression; iup at 28 weeks 0 days gestation.. Ultrasound scan - on (B)(6) 2013: status post essure placement. No spillage from this hsg ultrasound examination. Chief complaint: essure 3or 4 months ago.. E-negative pregnant. Lot number: a20064, manufacture date: 2012-06, expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: fu 9 and 10 processed together.quality-safety evaluation of ptc. On 27-feb-2020: fu 9 and 10 processed together. Reporter information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coils are embedded within dense fibrous tissue for about 2cm in the proximal portion or both tubes') and device expulsion ('the endocervical canal notably had a foreign body which precluded the entrance into the endometrial cavity') in a (B)(6) female patient who had essure (batch no. A20064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ovarian cystectomy. Previously administered products included for an unreported indication: mirena from 2005 to 2009. Concurrent conditions included overweight, enlargement of lymph nodes, breast lump, menses irregular, breast mass, swollen lymph nodes, lymph nodes cervical swollen, breast pain, menses irregular with excessive bleeding, perimenopause, stress, urinary frequency, head pressure, menstruation abnormal, arthritis of neck, knee pain, abdominal pain, uterovaginal prolapse, pelvic discomfort, right lower quadrant pain, arthralgia, vulvovaginal atrophy, left lower quadrant pain, anemia of chronic inflammation, paratubal cyst, endocervicitis, nabothian cyst, sciatica, urinary urgency and ovarian cyst ruptured. Concomitant products included ibuprofen for pain as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), dexamfetamine hydrochloride (dextroamphetamine hydrochloride), hydrocodone bitartrate;paracetamol (norco) and ibuprofen (motrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue/extremely tired") and tiredness ("tired / fatigue/ exhaustion"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain\weight gain / loss specify which one: weight gain") and experienced vaginal discharge ("vaginal discharge"), urinary incontinence ("bladder or urinary problems or changes constant leaks and discharge"), urinary fistula ("bladder or urinary problems or changes constant leaks and discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced dysmenorrhoea ("painful periods\dysmenorrhea (cramping)/ extrem pain prior to having my period"). In (B)(6) 2014, the patient experienced pelvic pain ("pain/ internal pain in pelvic region"), alopecia ("hair loss"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: depression adhd"), loss of libido ("hormonal changes describe: no libido at all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti, constant leaks and abnormal secritions after essure"), depression ("psychological or psychiatric problems condition: depression adhd"), tooth infection ("dental problems chronic tooth infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding"), neck pain ("neck pain") and proctalgia ("anal pain"). On (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type:blurred vision"), 2 years 10 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), genital haemorrhage ("bleeding"), glaucoma ("vision/eye problems type:I see black shadows the doctor seemed concerned at this appointment belives I have glaucoma"), diarrhoea haemorrhagic ("diarrhea with large amount of bright red blood"), haematochezia ("diarrhea with large amounts of bright red blood/ concentrated blood clot with fecal"), allergy to metals ("nickel allergy"), back pain ("back pain"), uterine enlargement ("uterus was enlarged"), tendonitis ("achiles tendinitis"), anorgasmia ("unable to climax"), levator syndrome ("proctalgia fugax"), chronic sinusitis ("chronic sinus infection"), uterine prolapse ("prolapsed uterus"), goitre ("enlarged thyroid\swollen thyroid"), oropharyngeal pain ("throat pain"), pain ("acute pain"), malaise ("sick"), abdominal distension ("blotted saggy stomach hangs out"), arthritis ("arthritis"), intervertebral disc degeneration ("degenerative disc disease"), inflammation ("inflammation"), pelvic discomfort ("discomfort"), gastrointestinal disorder ("bowel issues"), ovarian cyst ("ovarian cysts"), menopause ("menopause"), nasopharyngitis ("comman cold"), gastric dilatation ("stomach distention"), polymenorrhoea ("period evey 2 weeks"), general physical health deterioration ("my health has been deteriorating"), immunodeficiency ("inability to fight a common cold"), lymphadenopathy ("swollen lymph node"), abdominal pain ("abdominal pain") and pain in extremity ("knees and hand ache"), was found to have a pregnancy with contraceptive device ("e-negative pregnant (pregnancy with contraceptive device)") and experienced feeling abnormal ("brain fog"), lasting 5 years. The patient was treated with antibiotics, ibuprofen, sulfamethoxazole;trimethoprim (bactrim) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, hypersensitivity, pregnancy with contraceptive device, glaucoma, diarrhoea haemorrhagic, haematochezia, alopecia, weight increased, dysmenorrhoea, vaginal discharge, allergy to metals, attention deficit/hyperactivity disorder, urinary incontinence, urinary fistula, dyspareunia, back pain, urinary tract infection, uterine enlargement, depression, migraine, headache, vision blurred, tooth infection, vaginal haemorrhage, menorrhagia, neck pain, proctalgia, chronic sinusitis, uterine prolapse, goitre, oropharyngeal pain, pain, malaise, abdominal distension, arthritis, intervertebral disc degeneration, inflammation, pelvic discomfort, gastrointestinal disorder, ovarian cyst, menopause, nasopharyngitis, gastric dilatation, polymenorrhoea, general physical health deterioration, immunodeficiency, lymphadenopathy, abdominal pain, feeling abnormal and pain in extremity outcome was unknown, the genital haemorrhage, pelvic pain, loss of libido, tendonitis, anorgasmia and levator syndrome had resolved and the fatigue and tiredness was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anorgasmia, arthritis, attention deficit/hyperactivity disorder, back pain, chronic sinusitis, depression, device expulsion, diarrhoea haemorrhagic, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, gastric dilatation, gastrointestinal disorder, general physical health deterioration, genital haemorrhage, glaucoma, goitre, haematochezia, headache, hypersensitivity, immunodeficiency, inflammation, intervertebral disc degeneration, levator syndrome, loss of libido, lymphadenopathy, malaise, menopause, menorrhagia, migraine, nasopharyngitis, neck pain, oropharyngeal pain, ovarian cyst, pain, pain in extremity, pelvic discomfort, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, proctalgia, tendonitis, tooth infection, urinary fistula, urinary incontinence, urinary tract infection, uterine enlargement, uterine prolapse, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased and tiredness to be related to essure. The reporter commented: current weight (B)(6) . Successfully deployed, with 3 rings in the cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.she got confirmation that my fallopian tubes were blocked and I was protected from pregnancy.. Pathology test - on (B)(6) 2017: diagnosis: uterus, cervix and bilateral fallopian tubes {laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy): - fallopian tubes with: - status post essure coil placement in right and left fallopian tubes - coil site shows luminal fibrosis and mild chronic inflammation - right tube shows polarizable material in fibrotic tissue at site of essure coil placement - paratubal cyst in right tube - uterus showing secretory endometrium with breakdown - cervix with acute and chronic endocervicitis and nabothian cysts - negative for hyperplasia, atypia and malignancy. Ultrasound abdomen - on (B)(6) 2012: impression; iup at 28 weeks 0 days gestation.. Ultrasound scan - on (B)(6) 2013: status post essure placement. No spillage from this hsg ultrasound examination. Chief complaint: essure 3or 4 months ago.. E-negative pregnant. Lot number: a20064 manufacture date: 2012-06 expiration date: 2015-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter added. Event swollen lymph node, abdominal pain, brain fog, knees and hand ache added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reactions") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), weight increased ("weight gain"), fatigue ("fatigue") and pain ("pain"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the hypersensitivity, alopecia, weight increased, fatigue and pain outcome was unknown. The reporter considered alopecia, fatigue, hypersensitivity, pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.